Event description:
It was reported the patient had an accident in (B)(6) 2013, the patient had a fall and it was unknown if the patient was having issues. It was noted that issue with the implantable neurostimulator was unknown. Follow up reported that the patient had a motor vehicle accident in (B)(6) 2014. Reprogramming was attempted but unsuccessful . The cause of the event was not determined and it was unknown if the issue was related to the device. The patient had the device explanted (B)(6) 2014 and recovered without permanent impairment. Should additional information be received, a follow up report will be sent out.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).